Event description:
Aventis case ID: 200517370gddc initial report 8/5/2005; this is a spontaneous medical device report from australia for sculptra. A 58-yera old female, was treated with sculptra on 5/30/2005. Sculptra was injected into the following regions of the face with diluation volume 4cc sterile water and 1 cc xylocaine: hollow cheeks, jugal wrinkles, nasogenaial furrows, nasolabial folds, upper and lower lip, lines around moth, chin. The pt complained on 6/1/2005, 2 days after treatment with sculptra, that her left side of her chin cheek area felt hard and was mor swollen than the right side. Pt was prescribed oral keflex 500mg. Pt reported on 6/2/2005, that the condition was woresning and she was referred to the hosp, where she was admitted on 6/4/2005 and treated for facial cellulities with antibiotics. The pt was released from the hosp on 6/5/2005 and the incident resolved completely on 6/28/2005. Concomitant treatments includes: restylane (2 ml) for lip augmentation on 5/23/2005, and dysport (68 u) for wrinkle reduction (frown line and crow's feet) on 5/23/2005. The reporter stated that she had great difficulty injecting the product into the areas. The pt declined using any other products in these areas in the past but she reported to have been involved in a car accident in her early 20's resulting in severe facial trauma, and this might be contributing to the dfficulty encountered. Investigation has not yet been performed (no lot number or product was available for eval).

Event description:
Pt was treated with sculptra in may 2005. Sculptra was injected into the following regions of the face with dilution volume 4cc sterile water and 1 cc xylocaine: hollow cheeks, jugal wrinkles, nasogenial furrows, nasolabial folds, upper and lower lip, lines around mouth, chin. The pt complained in 2005, 2 days after treatment with sculptra, that their left side of their chin cheek area felt hard and was more swollen than the right side. Pt was prescribed oral keflex 500mg. Pt reported the following day that the condition was worsening and they were referred to the hosp, where they were admitted 2 days later and treated for facial cellulites with antibiotics. The pt was released from the hosp the following day and the incident resolved completely 23 days later concomitant treatments included: restylane (2 ml) for lip augmentation in 2005, and dysport (68 u) for wrinkle reduction (from line and crow's feet). The reporter stated that they had great difficulty injecting the product into the areas. The pt declined using any other products in these areas in the past but they reported to have been involved in a car accident in their early 20's resulting in severe facial trauma, and this might be contributing to the difficulty encountered. Investigation has not yet been performed (no lot number or product was available for evaluation).